Event description:
On 2/17/2011, customer reported that their dxc 600 generated false high sodium (na), potassium (k), chloride (cl) and/or carbon dioxide (co2) results on 7 patient samples. Results were not reported out of the lab. The issue was noticed when routine quality control recovered high. The lab attempted to recalibrate, but the calibration failed. The samples were rerun on the other dxc in the lab and those results reported. Field service engineer (fse) inspected the instrument and found that the ion selective electrode (ise) buffer reagent line #13 was badly crimped and restricted reagent flow. Fse corrected the issue and verified performance. No further issues were reported.